Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Philips tried to collect the information regarding the device use, procedure completion details, root cause and resolution of the device but unable to retrieve the information. No additional information retrieved by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.